Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. The device was originally reported for a communication error during operation. Treatment information was not provided.

Manufacturer narrative:
The pod arrived fully deployed. The pod housing was observed to be severely damaged. Significant damage was sustained to the internal components, preventing testing of the fluid path, drive mechanism, and shelf mode current, as well as resulting in data loss. Because the pod arrived with the needle mechanism fully deployed, it can be confirmed that the observed damages occurred post-use, as the pod would not have been able to activate and deploy otherwise. A root cause for the reported communication error could not be determined due to the sustained component damage. The external portion of the soft cannula was observed to be flattened. The timing and cause of the observed cannula damage could not be determined. The observed soft cannula damage could not be definitively linked to the observed post-use damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.